Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a robotic laparoscopic hysterectomy procedure, during the draping phase, the arm cart assembly (aca) t riggered a non-recoverable issue. The team restarted the arm, and after it finished booting up, they attempted to calibrate it, but it failed calibration multiple times. On a subsequent retry, the arm was able to pass calibration. The aca was then used in the surgery without further issues. There was no patient involvement.

Event description:
It was reported that prior to a robotic laparoscopic hysterectomy procedure, during the draping phase, the arm cart assembly (aca) t riggered a non-recoverable issue. The team restarted the arm, and after it finished booting up, they attempted to calibrate it, but it failed calibration multiple times. On a subsequent retry, the arm was able to pass calibration. The aca was then used in the surgery without further issues. There was no patient involvement.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated that the arm cart assembly experienced a non-recoverable error and failed calibration multiple times. Evaluation of the logs noted an error code associated with a robotic arm self test failure of the friction brake torque test. A failure code for robotic arm joint 1 safety brake torque test failure was also noted. The robotic arm setup arm brake regeneration procedure was performed. The arm cart was tested successfully and is now functional. Evaluation of the arm cart assembly confirmed the reported condition. The root cause of brake torque failures during calibration was determined to be a degradation in the holding force of the brakes resulting in brake self-test failures caused by contamination of the brake pads and brake discs by grease/oil from a bearing located close to the brakes. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.